Manufacturer narrative:
The facility's biomedical engineer serviced the unit. There has been no report of service results. The cause of the incident is inconclusive. (B)(4).

Event description:
The customer reported fluid leaked from underneath the unit with vacuum under limit errors involving access 2 immunoassay system. Beckman coulter customer technical support (cts) advised the use of proper personal protective equipment (ppe) and to follow the facility's exposure control/risk management plan when cleaning the fluid leak. Beckman coulter cts performed troubleshooting with the customer but was unsuccessful. The customer and staff did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The biomedical engineer at the facility performed service on the unit.